Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed system fault 45782 occurred 5 times. Functional testing confirmed the reported issue. The error code was cleared, the pump was rebooted, and software was updated. These steps resolved the issue. The exact cause of the user interface failure related to error code 45782 was not identified.

Event description:
It was reported that the pump had an error code after running for a while and then powered off. There was no patient involvement. Evaluation of the returned device identified system fault 45782 indicating a user interface issue.